Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was not returned to zoll medical corporation; the device's lcd display was removed and returned. The malfunction was duplicated and the lcd display was scrapped. The customer received a replacement lcd display. Reports of this nature do not meet the criteria for reportability. This report was submitted in error. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a dark shadow in the lower corner of the display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display was missing clinical information. Complainant did not indicate that there was any patient involvement in the reported malfunction.